Event description:
Boston scientific received information that this pacemaker was being replaced due to normal battery depletion. There were no performance issues related to the device or leads while the system was implanted. During the change-out procedure, upon removing the old device from the pocket the header came loose as the physician was pulling it from the pocket. There were no adverse patient effects and no allegations from the physician. A new pacemaker was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose/separated from the device case. The medical adhesive (ma), used to affix the header to the device case, was still attached to the header and was adequate. An x-ray of the device found that both the atrial tip and ventricular tip header wires were intact at the header feed-through entry point. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case. The field observation as confirmed.